Manufacturer narrative:
Batch review performed on 22 december 2021: lot 179944: (B)(4) items manufactured and released on 03-may-2018. Expiration date: 2023-apr-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
During the primary hip surgery, the patient sustained an intraoperative femoral fracture when the leg was externally rotated. No fractures were observed immediately after broaching and trialing. The surgeon utilized a competitor's two-piece revision stem to attain fixation distal to the fracture. The surgery was completed successfully.